Event description:
Pt's caregiver phoned lvad hotline to report "controller failure" and lvad stoppage on (B)(6) 2022. Lvad rn walked caregiver through how to change out the controller while on the phone. Lvad controller successfully changed out by pt's caregiver at home. Per caregiver's report, the pump was not running for approx 7 minutes total. Pt was then transported to (B)(6) ed where he was evaluated by ed staff and lvad rn. No apparent harm to the pt. Pt later discharged home log files sent on old controller monday upon return to normal business hours and problem found to be failure of internal battery within the hvad controller. This is a known complication for these particular pumps. FDA safety report ID # (B)(4).